Event description:
It was reported after use the bd vacutainer® sst¿ blood collection tubes had multiple issues: missing additive, hemolysis (e.g. Blood sample), erroneous results, stopper creep out or loose closure. The following information was provided by the initial reporter: customer reports alteration of tests, hemolysis, fibrin and stopper pulling out. Changes in progesterone, testosterone and estradiol tests in men. A chromatography analysis was performed to check for the presence of any interferences in the sample and an interference peak was noticed. During the validation of the product the chromatographic analysis was also performed and such interference was not verified. Hemolysis: client reports an increase in the acceptable rate of hemolysis. Stopper pulling out: the stoppers are pulling out when the tubes are at rest waiting for analysis. Data are collected by a vacuum system. Fibrin: fibrin fillets are being identified even after homogenizing the tubes 5-8 times, wait 30 minutes for the clot to retract and store vertically.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to hemolysis, fibrin and stopper pullout were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Visual evaluations demonstrated clinical equivalence and the hemolysis index showed no statistically significant difference between the evaluation and control tubes. They were unconfirmed statistically for hemolysis index in terms of both accuracy and precision. The presence of fibrin was unconfirmed in both complaint and control samples tested. Certain assays are excluded from our protocols (progesterone, testosterone and estradiol), therefore we are unable to perform internal testing at this time in regards to the erroneous results portion of this issue. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after use the bd vacutainer® sst¿ blood collection tubes had multiple issues: missing additive, hemolysis (e.g. Blood sample), erroneous results, stopper creep out or loose closure. The following information was provided by the initial reporter: customer reports alteration of tests, hemolysis, fibrin and stopper pulling out. Changes in progesterone, testosterone and estradiol tests in men. A chromatography analysis was performed to check for the presence of any interferences in the sample and an interference peak was noticed. During the validation of the product the chromatographic analysis was also performed and such interference was not verified. Hemolysis: client reports an increase in the acceptable rate of hemolysis. Stopper pulling out: the stoppers are pulling out when the tubes are at rest waiting for analysis. Data are collected by a vacuum system. Fibrin: fibrin fillets are being identified even after homogenizing the tubes 5-8 times, wait 30 minutes for the clot to retract and store vertically.